Manufacturer narrative:
Ortho-clinical diagnostics qa performed retain testing of lot fyb63b with six group b, fyb negative donors. All results were negative, the customer's complaint was not verified. The customer reported that qc testing of lot fyb63b at their site was acceptable.